Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedance measurements. No adverse patient effects were reported. This rv lead was already returned to boston scientific.

Manufacturer narrative:
The returned rv lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedance measurements. No adverse patient effects were reported. This rv lead has not been returned to boston scientific.